Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2021. The high rate of inability to remove sensor was addressed under CAPA-(B)(4) which was closed per (B)(4). No further investigation was found necessary.

Event description:
On february 22nd 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.